Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d171017-1). The meter was shipped to pdc on 12/22/2016. Strips were manufactured on 10/17/2017 and were expired in 10/2019. Because the suspected bgms was not returned to okb, the retained device (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. Also, the suspected strips were expired and out of specifications. Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 7:00am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 270mg/dl, a normal result for that time of day is usually around 100mg/dl. End-user stated that she started to feel disoriented and found herself unable to speak. About 15 minutes after testing with her prodigy meter paramedics were called. The end-user stated that she did not consume any food drink or medication while waiting for paramedics to arrive. Paramedics arrived in about 20 minutes and tested the end-user s blood glucose with their meter and received a result of 37mg/dl. The end-user in unsure what treatment she received from the paramedics. Paramedics transported the end-user to (B)(6) hospital located at (B)(6). The end-user does not recall what her blood glucose was when she arrived at the hospital. The end-user stated that she does not recall what treatment she received for her blood glucose levels, she said she was given a covid-19 test and tested for the flu. Then end-user stated that she was at the hospital from 8-4 pm and was told to follow up with her primary physician. The end-user was using expired test strips she was educated to never use expired products. No additional details were provided.